Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication of a device that would not have a sufficient amount of power to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The customer received a replacement device.